Event description:
This is a retained foreign body. The patient had an lvad (left ventricular assist device) placed in 2021. During this case, a cylinder from the apical coring knife was retained. This coring knife kit comes in pieces and is put together before use by operating room (or) staff. On cxr's (chest x-rays) it was thought to be a part of the lvad. The patient came back ~5 months later and it was noted that the foreign body was not part of the lvad after it moved some. It was discussed by the cardiac surgery team and decided to leave the cylinder in due to more risk to remove the part. Radiology will discuss at their next m&m (morbidity and mortality) meetings for learning opportunities and complete re-read/ radiology quality analysis also shared with the cardiac team. As of [date redacted] the cardiac checklist was modified to add this piece of equipment as not one count but each piece will be counted which should prevent this from occurring again. The retained piece has not caused the pt any issues that are noted.